Manufacturer narrative:
(B)(4): the pump and catheter have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced pain at the pump site. There was an overall reduction in pain relief. A catheter tear/break was noted. A catheter dye study was performed on an unspecified date and the results were not provided. It was stated that "tests were run to check for infection at the pump site -results showed no infection." The pump and catheter were replaced. The pt outcome was "no injury." The medications being delivered via the device system were bupivacaine and morphine.